Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse removed covers and reseated all cables from manipulator controller ergo base (mecb) to armrest motor then restarted the system. The error cleared upon system restart. Fse wiggled cables and error reoccurred. The connector causing the error had a bad connection. Fse used tweezers to fix two bad connections on the board. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the surgeon console ergonomics could not be adjusted and error code 23062 was displayed. The technical support engineer reviewed the system logs and found errors consistent with an ergonomics armrest related issue. The technical support engineer then guided a restart with a hard power cycle of the surgeon console, but the issue persisted. The user subsequently disabled the ergonomics feature on that console so it could be used for viewing only. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: they started procedure using surgeon console sn# 10982049 to work with, and the affected one, just to view the procedure.